Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy. It was reported by a caller from the health care professional (hcp) office that the 2010 system was completely removed on (B)(6) 2012 due to failure of the stimulator. It was reported that the manufacturer had not been informed until the call date of 2016-12-14.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.